Manufacturer narrative:
Approximated based on event description, as anomalies were identified two weeks prior surgery.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device as it was no longer functional; this led to a clinical evaluation. After two weeks, the patient underwent a surgical intervention, during which, a tubing crack was confirmed and the entire device was removed and replaced. The cause of the crack was not determined by the medical staff. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device as it was no longer functional, which led to a clinical evaluation. After two weeks, the patient underwent a surgical intervention, during which, a tubing crack was confirmed and the entire device was removed and replaced. The cause of the crack was not determined by the medical staff. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The cylinders, ms (momentary squeeze) pump, and the flat reservoir were visually inspected, microscopically examined, leak and pressure tested. All components performed within specification. Product analysis was unable to confirm the clinical observations of mechanical issue and the tubing hole.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. This complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. Due to the lack of product return, the clinical observations of tubing hole could not be confirmed.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device as it was no longer functional, which led to a clinical evaluation. After two weeks, the patient underwent a surgical intervention, during which, a tubing crack was confirmed and the entire device was removed and replaced. The cause of the crack was not determined by the medical staff. There were no patient complications reported.